Manufacturer narrative:
This report is filed on (B)(6) 2016, by (B)(4). Magnet not available.

Event description:
Per the clinic, the patient experienced poor retention with the device; however, the issue could not be resolved. Subsequently, revision surgery was performed on (B)(6) 2016, in order explant the internal magnet and have an abutment placed. The implanted device remains.